Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to undergo incoming functional testing) has been confirmed. Upon investigation the cable connecting ECG a and b was chewed and severed. The root cause for the severed cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to undergo an incoming functional test.